Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings,component code,conclusion),h11. The catheter restriction alarm indicates that the intra aortic balloon cannot inflate or deflate normally due to a blockage in the catheter or tubing which causes restricted airflow. When this alarm occurs the cardiosave system automatically enters standby mode and keeps the balloon deflated to prevent unsafe pumping. During equipment evaluation the customer reported repeated catheter restriction alarms however the issue could not be reproduced. The unit was tested using a balloon trainer and run for several hours without any alarms and a visual inspection showed no abnormalities indicating the device was functioning properly at the time of evaluation.

Event description:
It was reported that the balloon catheter had alarm catheter restrictions. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).